Manufacturer narrative:
Updated sections b5, b7, h6- clinical code, device code, type of investigation, findings, and conclusions. Investigation is ongoing.

Event description:
As learned through edwards implant patient registry, a 23mm sapien 3 ultra aortic valve was explanted after an implant duration of 1 year, 3 months due to severe aortic stenosis, with circumferential hypoattenuation noted below the aortic valve, and increased mean gradient of 48mmhg. A 23mm inspiris resilia valve was implanted in replacement. Per received records, computed tomography (CT) scan showed hypoattenuated leaflet thickening (halt) and patient was started on coumadin. Repeat CT 4-d showed circumferential hypoattenuation noted below the tavr valve. Transthoracic echocardiogram showed increased mean gradient of 48mmhg. The patient presented with severe bioprosthetic aortic stenosis with shortness of breath and fatigue. Under anesthesia, the patient had an explant of 23 mm sapien 3 ultra valve, aortic valve replacement with a 23mm inspiris resilia valve, septal myomectomy, and ascending aortic root replacement. Findings were structural degeneration of tavr valve leaflets, no thrombus on tavr leaflets, and thick circumferential subaortic membrane below the tavr valve.

Manufacturer narrative:
Updated sections h6- type of investigation, findings, and conclusions. The device was not returned for evaluation. The complaint for valve degeneration was confirmed based on the provided medical report. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd ) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical report, the patient has diabetes, hyperlipidemia, and chronic kidney disease. It is well known that patients with chronic renal disease and diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets and increased gradients as reported. As such, available information suggests that patient factors (diabetes, hyperlipidemia, chronic kidney disease) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry, a 23mm sapien 3 ultra valve was explanted after an implant duration of 1 year, 3 months due to unknown reason. A 23mm inspiris resilia valve was implanted in replacement.